Event description:
It was reported that the patient presented to the emergency room (ER) complaining of "viral symptoms" and withdrawal. The pump was prepared for refill, and all of the fluid was able to be aspirated from the previous refill. The patient was noted to be "good" following the withdrawal symptoms and increased pain. The patient's pump was subsequently removed and replaced due to the pump's failure to infuse. There was also an unspecified pump alarm noted. The patient's pump contained clonidine and dilaudid. There was no information provided regarding the concentration or dosage of the medications used in the patient's pump. No further details, patient symptoms or outcome were provided at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4): the pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.